Event description:
Caller reported aviva blood glucose results: 9:13 am 10-27 107 mg/dl, 9:10 am 10-27 101 mg/dl, 9:10 am 10-27 115 mg/dl, 8:54 am 10-27 115 mg/dl, 8:53 am 10-27 127 mg/dl, 8:51 am 10- 27 244 mg/dl. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
It was reported that multiple unk green and blue cable errors were received during a breast biopsy. To complete the case, the probe was replaced and the cables had to be physically held into control module. It was also stated that the insulation on green cable has a cut in it. No patient consequence reported.